Event description:
It was reported that after a diagnostic procedure, the drug delivery cassette labeled ¿stop sample, not for sale. Caution: non sterile not for human use¿ was used on the patient. The propofol in the tubing set was cultured by the hospital and no growth was observed. The physician has confirmed that there was no patient impact. The cassette was previously supplied to the facility for use during installation and training of the system. There are no remaining ¿not for human use¿ cassettes in the facility.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.